Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure when ablation was started, the power on this stockert went to 0 and did not come back up. As a result, the case was aborted and had to be rescheduled. The patient was under general anesthesia for two hours. Transseptal puncture had been performed prior to the case cancellation. The patient required extended hospitalization because of the procedure cancelation. However the physician does not consider this case cancelation as a risk for this particular patient.

Manufacturer narrative:
Concomitant products used during the procedure: ez steer navigational 4mm catheter (quantity: 2): model #: d-1268-05-s. Lot #: 15469317m/(B)(4). Ez steer navigational 4mm catheter (quantity: 1): model #: d-1183-07-s, lot #: 15235309m. These 3 (three) catheters were used in troubleshooting the stockert issue before the case was canceled as reported. No specific malfunction was associated with any of these catheters. (B)(4). It was reported that during a procedure when ablation was started, the power on this stockert went to 0 and did not come back up. As a result, the case was aborted and had to be rescheduled. During the service of the stockert generator, it was found that a transistor on nis board was defective, and the issue was resolved by replacing it. Functional and safety tests were performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Complaint was confirmed.